Manufacturer narrative:
Device serial number inadvertently reported incorrectly. Device manufacturer date inadvertently reported incorrectly.

Event description:
Tablet data was received for the generator and there was no indication of a low battery status being observed or premature battery depletion. Battery status was ifi (intensified follow-up indicator)=no for dates of data provided.

Manufacturer narrative:
Corrected data, initial report: replacement of the lead inadvertently not reported on the initial report.

Event description:
Patient underwent lead replacement surgery. No known relevant surgical intervention for the generator has occurred to date. No other relevant information has been received to date.

Event description:
Patient experienced a ¿pop¿ to the device during a CT scan and that the device was reported to stop working. The medical professional indicated that the vns was dead. Further information was received that the generator was migrating. It was noted that the cause of the migration was unknown, but in an x-ray it appeared that the generator had flipped and was not in its original location. Low impedance was noted upon interrogation. The patient was referred for a pocket revision and re-insertion of the pin. It was to be determined at time of surgery if the patient were to undergo full revision. Design history records were reviewed for the generator. The generator passed all specifications prior to distribution. The report of the unexpected battery depletion following the CT scan is captured in MFR. Report # 1644487-2019-02443. The report of the migration of the generator is captured in MFR. Report # 1644487-2019-02442. The report of the low impedance is captured in MFR. Report # 1644487-2019-02441. No known surgical intervention has occurred to date. No other relevant information has been received to date.